Event description:
It was reported that a user of the ilet experienced repeated prolonged hyperglycemia, with glucose readings exceeding 400 mg/dl for approximately six hours on multiple occasions, substantial insulin usage, and ineffective meal announcements until the infusion set and supplies were changed, after which glucose decreased; replacement supplies were provided. Symptoms included none reported. Outcomes included no outside assistance and no medical intervention. Investigation included product support troubleshooting and review of user-reported performance. Investigation of this case revealed that the event was consistent with hyperglycemia of unclear cause, with infusion set or delivery issues suspected given resolution after changing supplies. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.